Event description:
It was reported that the surgeon was not able to fully seat the articular surface on the medial side.

Manufacturer narrative:
In order to seat the articular surface fully it is necessary to line up the articular surface and tibial plate locking mechanism before pushing in the articular surface. Failure of the articular surface to fully seat may indicate that it was not correctly placed and oriented before pushing it using the inserter instrument. Dimensional analysis shows that the device is conforming to print specifications. Visual inspection reveals gouging in the area that the inserter instrument would interact with the articular surface. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.